Manufacturer narrative:
A partial lead was received in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was observed. The lead was explanted and replaced during a device upgrade. There no adverse consequence to the patient.